Event description:
Pt arrived to emergency department (ed) with complaints of chest pain for 2 hours. Defibrillator pad were placed on patient and attached to zoll r series crash cart. There was no reading on the monitor when needing to defibrillate patient. Pads removed and new set applied and patient was able to be defibrillated. Staff noted a wire pulled out of pad #2. Manufacturer response for defibrillator pads, (brand not provided) (per site reporter): zoll customer service representative notified of equipment failure. Arrangements being made to send equipment to manufacturer for investigation.